Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel and seal kit was replaced. The unit was returned to service.

Event description:
The hospital reported the unit was not mechanically ventilating as expected during a case. The patient was manually ventilated. There was no report of patient injury.